Event description:
It was reported that there was dislocation of shallow acetabulum (not disassembled between 28 mm head and bipolar). This is everything submitted from both hospital and surgeon.

Event description:
It was reported that there was dislocation of shallow acetabulum (not disassembled between 28mm head and bipolar). This is everything submitted from both hospital and surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but has not been made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation of a uhr bipolar head was reported. The event was not confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received.